Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, since it the device can support therapy for 7 days. The device has been explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, since it the device can support therapy for 7 days. The device has been explanted and replaced. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
This report contains a correction to the entirety of section e: initial reporter and section g2: report source (other). Upon receipt at our post market quality assurance laboratory, the battery analysis lab has confirmed a failure in the battery due to a tear at the top of the cathode insulator tube which then allowed the tube to slide.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery analysis lab has confirmed a failure in the battery due to a tear at the top of the cathode insulator tube which then allowed the tube to slide.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, since it the device can support therapy for 7 days. The device has been explanted and replaced. No adverse patient effects were reported.